Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in an adult female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy, cramp in lower abdomen, uterine fibroids (fibroid measures 1.6 cm and does distort the endometrial lining), inflammation (acute and chronic inflammation), leiomyoma nos, parakeratosis, hyperplasia endometrial (proliferative endometrium with breakdown), follicular cyst of ovary, paratubal cyst, ovarian adhesion and obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("other injuries/symptoms: weight gain"). In (B)(6) 2015, the patient experienced alopecia ("other injuries/symptoms: hair loss"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psychological injury"), headache ("other injuries/symptoms: headaches"), migraine ("other injuries/symptoms: migraine"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and uterine leiomyoma ("fibroid"). The patient was treated with surgery (total laparoscopic hysterectomy (full), salpingectomy (bilateral), cystoscopy, ovarian cystectomy,lt). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, bladder disorder, urinary tract disorder and vaginal haemorrhage had resolved and the psychological trauma, fatigue, alopecia, hormone level abnormal, headache, migraine, weight increased and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted- insertion was (B)(6) 2013. Plaintiff received treatment for: dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) result- bilateral occlusion. Lot number:b30426 manufacture date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in an adult female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy, cramp in lower abdomen, uterine fibroids (fibroid measures 1.6 cm and does distort the endometrial lining), inflammation (acute and chronic inflammation), leiomyoma nos, parakeratosis, hyperplasia endometrial (proliferative endometrium with breakdown), follicular cyst of ovary, paratubal cyst, ovarian adhesion and obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("other injuries/symptoms: weight gain"). In (B)(6) 2015, the patient experienced alopecia ("other injuries/symptoms: hair loss"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psychological injury"), headache ("other injuries/symptoms: headaches"), migraine ("other injuries/symptoms: migraine"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and uterine leiomyoma ("fibroid"). The patient was treated with surgery (total laparoscopic hysterectomy (full), salpingectomy (bilateral), cystoscopy, ovarian cystectomy,lt). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, bladder disorder, urinary tract disorder and vaginal haemorrhage had resolved and the psychological trauma, fatigue, alopecia, hormone level abnormal, headache, migraine, weight increased and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted - insertion was (B)(6) 2013. Plaintiff received treatment for: dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) result- bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2 and fu 3 processed together. Information from (B)(6) 2019 - pfs received. New reporter added. Patient demographic added. New event abnormal bleeding (vaginal) was added. Lot number and medical history were added. Information from frd of (B)(6) 2019 - pfs received. Previously added injury nos was replaced with pelvic pain and new events dysmenorrhea, dyspareunia, abdominal pain, back pain, menorrhagia, psychological injury, fatigue, hair loss, hormonal changes, headaches, migraine, weight gain, fibroid, bladder problem, urinary problem were added. Date of insertion was updated. Date of removal was added. Lab data was added. Event outcome was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.